Event description:
It was reported that the autoclavable camera head had intermittently disconnected from the video processor, resulting in the image being lost on the monitors and displaying a color bar. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.